Event description:
The device was implanted in 2002, and appears to have functioned without problems. In 2004, the MFR's clinical specialist contacted the facility's nurse to follow-up on patient/device status, and was informed of the following: the valve was difficult to cannulte and as a result, the lateral valve and catheter were explanted and replaced in 2004. No further details were provided at this time.